Event description:
A (B)(6) female admitted with diagnosis of right shoulder rotator cuff tear. She underwent an arthroscopic rotator cuff repair of her right shoulder. Intra-op per surgeon noted pump malfunction during of the procedure and the pt had some more than normal swelling of the anterior arm. Per surgeon, pump switched and swelling noted to be resolving by the end of the procedure. Of note per staff, unit did not seem to detect the instrument that was attached. Water/irrigation spilled on the floor. MFR rep, (B)(4) notified, (B)(4). Also spoke to (B)(4) at smith & nephew, very cooperative in setting up s&h for unit to be evaluated once clearance obtained at our hospital.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have processor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.